Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent percutaneous pedicle screw surgery via cortical bone trajectory at l4-l5, due to lumbar spinal canal stenosis. Intra-op, a set screw was inserted obliquely. The cause is unknown but it might have been effected that a surgeon fixed the set screw at l5 left side temporarily removing a cap. It was considered, it happened because the screw head was widened. Reportedly, the set screw slipped in l5 screw during inserting a rod without a cap on. Then the surgeon provisionally tightened l4 set screw first, put the cap on, then l5 set screw was able to be tightened. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.